Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation/essure coil perforating the right cornua of the uterus'), genital haemorrhage ('bleeding') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (batch no. 731602) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section and tobacco use disorder. Previously administered products included for an unreported indication: mirena iud. Concurrent conditions included weight gain, anxiety, headache, abdominal pain, back pain, depression, arthritis, vertigo, dizziness, prolapsed cervical disc, concentration impairment, irritability, overweight, headache, nausea, vaginal discharge, menstruation abnormal, sore throat, panic attack, fatigue, insomnia, pain right upper quadrant, belching, diarrhea, abdominal tenderness, vaginal bleeding, abdominal cramps, vaginal odor, leukorrhea, vaginitis bacterial, retroverted uterus, menometrorrhagia, adenomyosis, gastroesophageal reflux disease, irritable bowel syndrome and vaginal cyst. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), pelvic pain ("pain/chronic pelvic pain"), dysmenorrhoea ("dysmenorrhea"), infection ("infection") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (davinci assisted laparoscopic total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, genital haemorrhage, uterine haemorrhage, pelvic pain, dysmenorrhoea, infection and urinary tract disorder outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, infection, pelvic pain, urinary tract disorder, uterine haemorrhage and uterine perforation to be related to essure. The reporter commented: 1 to 2 coils visible in the endometrial cavity. Discrepant information: as per mr: gross description: the remainder of the endometrium is tan-red and demonstrates mild irregular thickening . The myometrium, 2.0 cm in maximum thickness, has a tan-pink rubbery cut surface with coarse/prominent trabeculation. Bilateral essure coils are noted within the cornu . And on insertion details: (B)(6) 2010, office visit: none implanted in left. The right tube was cannulated using the essure device and the device deployed with approximately 1 to 2 coils visible in the endometrial cavity . Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina on (B)(6) 2017: 1. Subtle questionable small focal hypoechogenicity within upper left endometrial stripe, not well characterized. 2. Right adnexal 2.0 cm complex solid and cystic structure. This and endometrial finding are nonspecific and could be reassessed on short-term repeat imaging, in 6-8 weeks, depending on clinical assessment. 3. Small amount of pelvic free fluid.. Concerning the injuries were reported in this case, the following ones were described in patient's medical records: dysmenorrhea, pelvic pain, uterine hemorrhage. Lot number: 731602, manufacture date: 2010-04, expiration date: 2013-04, quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation/essure coil perforating the right cornua of the uterus'), genital haemorrhage ('bleeding') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (batch no. 731602) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section and tobacco use disorder. Previously administered products included for an unreported indication: mirena iud. Concurrent conditions included weight gain, anxiety, headache, abdominal pain, back pain, depression, arthritis, vertigo, dizziness, prolapsed cervical disc, concentration impairment, irritability, overweight, headache, nausea, vaginal discharge, menstruation abnormal, sore throat nos, panic attack, fatigue, insomnia, pain right upper quadrant, belching, diarrhea, abdominal tenderness, vaginal bleeding, abdominal cramps, vaginal odor, leukorrhea, vaginitis bacterial, retroverted uterus, menometrorrhagia, adenomyosis, gastroesophageal reflux disease, irritable bowel syndrome and vaginal cyst. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), pelvic pain ("pain/chronic pelvic pain"), dysmenorrhoea ("dysmenorrhea"), infection ("infection") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (davinci assisted laparoscopic total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, genital haemorrhage, uterine haemorrhage, pelvic pain, dysmenorrhoea, infection and urinary tract disorder outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, infection, pelvic pain, urinary tract disorder, uterine haemorrhage and uterine perforation to be related to essure. The reporter commented: 1 to 2 coils visible in the endometrial cavity. Discrepant information: as per mr: gross description: the remainder of the endometrium is tan-red and demonstrates mild irregular thickening . The myometrium, 2.0 cm in maximum thickness, has a tan-pink rubbery cut surface with coarse/prominent trabeculation. Bilateral essure coils are noted within the cornu . And on insertion details: (B)(6) 2010, office visit: none implanted in left. The right tube was cannulated using the essure device and the device deployed with approximately 1 to 2 coils visible in the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2017: subtle questionable small focal hypoechogenicity within upper left endometrial stripe, not well characterized. Right adnexal 2.0 cm complex solid and cystic structure. This and endometrial finding are nonspecific and could be reassessed on short-term repeat imaging, in 6-8 weeks, depending on clinical assessment. Small amount of pelvic free fluid. Concerning the injuries were reported in this case, the following ones were described in patient's medical records: dysmenorrhea, pelvic pain, uterine hemorrhage. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.